Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the complaint record has found no other instances of similar events for this lot. The device was not available for return.

Event description:
It was reported to nevro that during the trial procedure, the lead tip detached during insertion. The incident may have been due to user error when the insertion was too steep. The physician is not concerned about the fragment in the body, and will remove the fragment during a future back surgery.